Event description:
It was reported that glue in the atrial port of the device header was observed while the device was still in the packaging. The device was not implanted.

Manufacturer narrative:
Upon receipt, cloudy scrapes were seen upon receipt in the atrial bore, which were due to the reamer and does not affect the functionality of the device. The device was tested on the bench and no anomalies were detected. The device was found to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.